Manufacturer narrative:
Device received with operating currents within specification. Device passed self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 41 or battery alert noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period alarm occurred during rewind. The customer¿s blood glucose was unknown at the time of incident. The customer stated that they were previously able to clear the alarm and able to rewind the insulin pump and also performed the displacement test and they were able to passed the test. The customer also reported that the insulin pump had failed battery alarm. The customer also stated that contacts were not missing, damaged or corroded. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.